Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging there were ot ultra test strips inside a box of ot verio test strips. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.